Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the pump primed during the load cartridge step. It was reported that a loss of prime alarm occurred during the fill cannula step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - product analysis: additional investigation was performed by product analysis on (B)(4) 2014 with the following findings: investigation revealed damage to the force sensor circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 01/29/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings:the complaint could not be duplicated during investigation. A review of the pump¿s history shows a no cartridge detected alarm. Evaluation revealed the force sensor was out of calibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.